Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch vita enhanced meter read inaccurately compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3x daily and his usual results are around "80-90 mg/dl." The patient manages his diabetes with apridra insulin and lantus insulin. The alleged issue began around the (B)(6) 2012. Results were not provided from the start of the alleged issue; however, on the morning of (B)(6) 2013, it was reported the patient obtained a blood glucose result of "170 mg/dl" with the subject meter and "200 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. Based on the alleged result, the reporter alleged the patient administered self an increased dose of medication (type/ amount not specified). After, the reporter claims the patient felt symptoms of shaking, dilated pupils and sweating. The patient reportedly ate biscuits and drank coke as treatment. During the summer, the reporter claims the patient also felt similar low blood glucose symptoms. At that time, the patient obtained a blood glucose result of "40 mg/dl" with the subject meter which correlated with the patient's reported symptoms. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.